Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the old rv lead was discarded in biohazard trash before retrieval. There was no asystole observed since the patient had back up epicardial pacer system.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead displayed loss of capture (loc) and noise shortly after the lead was implanted. The local boston scientific field representative (fr) reported that the patient's rate dropped from 80 paces per minute (ppm) to around 40ppm. The fr suspected a connection issue as the source of the reported clinical observations. Of note, the patient had just undergone open heart surgery for value replacement. Subsequently, patient then underwent a revision procedure where high, out of range impedances were observed. The lead was explanted, replaced and has been returned for analysis. The pacemaker remains in service. There were no additional adverse patient effects reported.